Event description:
The reporter indicated that after interrogation, the dell x5 programming computer screen would freeze during use. The reporter removed the flashcard and re-inserted the card into the device with temporary resolution. Troubleshooting did not resolve the issue. The handheld and programming software have been returned to the manufacturer for product analysis. (Pending results).

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.